Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 weeks ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent implantable pulse generator (ipg) revision procedure. Patient programmed perfectly, covering all pain areas. The explanted device will be returned.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent implantable pulse generator (ipg) revision procedure. Patient programmed perfectly, covering all pain areas. The explanted device will be returned.

Manufacturer narrative:
Investigation result: the ipg has been confirmed to be in the end of service (eos) state. Analysis of the data log shows that the ipg reached eos 7 months and 17.9 days after the initial active programming. The average energy use index (eui) recorded was 52.3, which corresponds to an estimated theoretical battery lifespan of 7 months and 8.2 days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical characteristics during the visual and functional inspection. Device history record: it was confirmed that when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available soon. The stimulator must be replaced to continue receiving stimulation, and it is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at the time of estimation, and the hours per day of stimulation. Labeling review: a labeling review was performed, and it states: when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. Investigation conclusion: the reported allegation that "the patient reported their stimulation device was no longer functioning due to an end of service (eos) notification" has been confirmed. The ipg was in the eos state, and stimulation is no longer available at this state. The investigation revealed that the battery life of the ipg was within the estimated range and that the device was functioning normally. Additionally, the ipg's behavior as it approaches or reaches the end of its useful life is documented in the product labeling. Therefore, this investigation will be assigned the probable cause of "end of life problem identified.